Event description:
Vns patient has experienced palpitations and feelings like his heart was `racing' during device stimulation over the past week. Cardiac testing, including an ECG, was normal. Device diagnostic testing was within normal limits, indicating proper device function. The patient was reportedly instructed to temporarily discontinue stimulation with the magnet if the palpitations worsened.